Manufacturer narrative:
Other relevant device(s) are: product ID: 9734716, serial/lot #: (B)(4). Analysis: no failure found if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the short spine clamp would not open and the mechanism would just spin freely. There was no patient present at the time of the event.